Event description:
It was reported to boston scientific corp that a polaris ultra ureteral stent was used during a stenting procedure. According to the complainant, during preparation, outside the pt, the proximal pigtail of the stent was found torn off when removed from the package. The procedure was completed with another polaris ultra ureteral stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unk. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event. (B)(4).